Manufacturer narrative:
Incoming inspection found that the customer's reason for return has not been confirmed, the handpiece works although it overheats. After 1 minute, the rear was 79f, the middle was 142f and the nose was 255f. The device failed the hipot and safety test. The nose bearings are corroded. The handpiece sound rough when in use. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the motor does not work. There was no patient impact. S<(>&<)>r incoming inspection found that the device overheated.